Event description:
It was reported that the programmer stopped allowing interaction and was unresponsive to the stylus. A reboot was attempted, but was unsuccessful. The caller was advised to attempt a different stylus, and if the issue was not resolved, return the programmer to service. No patient complications have been reported as a result of this event.